Event description:
During an initial implant procedure, while maneuvering the right ventricular (rv) lead into a high apical position, the patient experienced a period of asystole. External pacing support was performed, and intrinsic rhythm was established. Additionally, while attempting to reposition the rv lead, the helix extended unexpectedly. The rv lead was explanted and replaced to resolve the event. The patient is currently stable.